Manufacturer narrative:
(B)(4). Evaluation: results: (stent dislodgement), results/conclusions: (very tortuous and calcified vessel exhibiting 95% stenosis). Product evaluation: the device was returned for evaluation. The hypotube was kinked at 21cm and 56.5cm distal to the strain relief. Crimp bake impressions were evident on the balloon. Two stent segments were intact and the remaining segments were bunched and stretched. The distal tip was damaged indicating that it may have been stubbed during advancement. The balloon folds on the proximal pillow were partially opened. The stent was returned attached to a snare device with two stent segments partially intact as one end of the stent. The remaining segments were stretched, bunched and deformed.

Event description:
An attempt was made to deploy a 2.5 mm diameter x 08 mm length integrity rapid exchange (rx) stent to the circumflex in a patient. It is reported that despite pre-dilatation, resistance was encountered while attempting to deliver the stent to the target lesion which resulted in dislodgement of the stent. The stent was retrieved with a snare. The vessel was very tortuous, very calcified and exhibited 95% stenosis. There were no abnormalities reported during inspection and preparation of the device prior to use. The patient is reported to be fine and no clinical sequelae were reported.